Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 90% stenosed, de novo coronary artery, pre-dilatation was completed using a 1.0 mm non-abbott balloon dilatation catheter (bdc). A 2.25 x 12 mm nc trek bdc was used at 12 atmosphere (atm) for 15 seconds then removed from the anatomy and re-inserted into the coil dispenser. When the bdc was again removed from the coil dispenser, it was noted that the proximal shaft was detached and separated about 20 cm distal to the hub. No resistance was noted at any time during use. A different nc trek bdc and a xience xpedition stent delivery system (sds) were used and the procedure was completed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that nc trek, cdc instructions for use (IFU) states: do not reinsert the nc trek rx coronary dilatation catheter into the coil dispenser after procedural use. Based on the information reviewed, there is no indication of a product deficiency.